Event description:
It was reported that this pacemaker was difficult to interrogate two hours after the patient had a magnetic resonance imaging (MRI) completed. The patient was requesting technical services (ts) to review the data. Ts recommended the patient reach out the their health care professional (hcp) for data review. This pacemaker remains in service. No adverse patient effects were reported.